Event description:
The customer reported unable to acquire v2 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire v2 lead ECG. There was no reported adverse pt impact. The philips field service engineer evaluated the device and was unable to recreate the reported problem. No trouble was found. The device passed all performance assurance testing and was returned to use. Based on the customer's report, we are considering this a malfunction. We cannot be determine to cause, since the symptom was not duplicated. As of (B)(4) 2012 the customer has not reported any further trouble with this device.